Event description:
Pt had back surgery for back pain in 2008, at (B)(6). Soon after surgery pt felt "something was not right" with her back. One yr later, dr. (B)(6) called pt to informed her that he had rec'd a letter regarding the screws and cage implanted in her back were defective. The doctor stated the letter came from FDA. On (B)(6) 2012, pt had a CT scan of her back which revealed a non-fusion between l4-s1 and loose screws. On (B)(6), pt rec'd a letter from dr. (B)(6) stating "a failure of construct, which could cause collapsing." Pt states she is on pain medication and uses a walker.